Event description:
It was reported that a company representative received an sql error while attempting to interrogate his demo generator with the neurologist's (B) (4) handheld computer. The neurologist is not aware of switching the flashcard between the reported handheld and another handheld. A replacement handheld was sent to the neurologist and the old handheld was returned to the manufacturer for product analysis. The reported sql error was reported on manufacturer report number 1644487-2009-02341. Product analysis was completed on the returned (B) (4) handheld. Product analysis on the returned handheld revealed that a functional analysis of the returned programming system identified that the handheld was unable to communicate with a known good generator. A visual analysis of the returned serial cable identified that the orange data terminal ready wire was no longer soldered to the (B) (4) connector plug pcb. Once the wire was resoldered onto the (B) (4) connector plug pcb, the serial cable was able to establish communication between the hhd and wand. Although a root cause for the wire break is unknown, it is most likely associated with mishandling of the serial cable.